Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Surgical intervention was undertaken. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to provide additional information.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the clinic with report of dizziness. Interrogation of the implanted device with a programmer noted oversensing of noise and high out of range pacing impedance measurements greater than 2,000 ohms that resulted in activation of the lead safety switch (lss) feature. The patient was noted to have an underlying rhythm of 38 beats per minute (bpm). Surgical intervention was undertaken. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.